Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures colpopexy and cystoscopy due to stress urinary incontinence cystocele and rectocele. It was reported that patient underwent mesh removal on (B)(6) 2013 and on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent extensive transvaginal urethrolysis and release and excision of vaginal stenosis car due to fusion between the anterior and posterior vaginal wall, complications of mesh surgery, four prior surgeries for insertion, mesh removal, vaginal stenosis, severe pain and fecal urgency on (B)(6) 2015. No additional information was provided.(B)(4).

Manufacturer narrative:
Date sent to FDA: 12/17/2018. No additional information was added.